Event description:
It was reported that a vns patient desired to be explanted or have the device turned off as he found out that he has bipolar disorder. Patient also complained of chest pain and fatigue. Further follow up with the treating physician revealed that there was no report of chest pain during clinic visits. Fatigue was reported, but this was in the context of low mood, low motivation, and low interest, indicating that the patient experienced an increase in depression, relationship to pre-vns baseline unknown, and emotional changes. The physician stated that device function was checked, but did not offer specific results. Attempts to obtain additional info from the treating physician were made, but were unsuccessful to date.